Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31875059l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the patient experienced cardiac tamponade which required pericardiocentesis. Before the procedure was completed, the left ventricle was confirmed with the soundstar eco catheter, and cardiac tamponade was found. The exact timing was unknown; however, because the deflection had remained applied when the farawave catheter (boston scientific) was removed, the physician commented that the tissue near the inferior vena cava (ivc) might have been injured. Pericardiocentesis was performed, approximately 150cc of blood was drained, and the patient¿s blood pressure stabilized. The procedure was completed and the patient left the room and recovered without any problems. No extended hospitalization. The activated clotting time was around 350 seconds. One transseptal puncture was performed. Around 15 radiofrequency ablations were performed with the qdot micro catheter at the cavotricuspid line, and 30 pulse field ablations were performed with the farawave within the pulmonary veins. Physician assessment of the health problem is non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product is that when the farawave catheter was removed, the deflection had remained applied, so the tissue near the ivc might have been injured. The biosense webster products did not seem to be related. There were no abnormalities observed prior to or during use of the product.